Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. The patient's wens serial number was updated. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an wireless external neurostimulator (wens). Information was reported that the caller stated they just completed a paddle trial and the patient has an implantable cardioverter-defibrillator (ICD). The patient is hooked up to a monitor to monitor the ICD and when the caller turns the ins on and gets to a certain amplitude. The monitor seems to show a false reading and/or emi, like it's interacting with the ins. It was reviewed that the monitor is likely sensing the spinal cord stimulator (scs) out and they could turn the wens off to see if the issue resolves. The caller then indicated the doesn't appear to be any issue with the ICD sensing the ins. No further complications were reported. No patient symptoms were reported.